Event description:
During laparoscopic cholecystectomy procedure; surgeon was using the endocatch gold specimen pouch and was attempting to retrieve the gallbladder from the abdomen when the endocatch broke into two pieces leaving the tip end of the endocatch in the abdomen. Surgeon had to retrieve the endocatch fragment before the surgery could proceed. This resulted in an extended surgery time. Surgeon was able to completely remove the endocatch fragment and verified with the camera and scope that no further fragments were left in abdomen. A pleatman sac specimen pouch was located and the surgeon was able to remove the gallbladder. The case proceeded without further incident and the pt was transported to the pacu in stable condition. Lot # j8a39, exp 01/2011.